Event description:
The customer reported "haze/oil mist" coming from their unit. The customer stated that there were no physical complaints related to the reported issue. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter. The system performed to specifications.